Event description:
It was reported that during the procedure stent(subject device) prematurely deployed in wrong location at internal carotid artery(ica) terminus. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
This is 1/2 reports (1st emdr).

Event description:
It was reported that during the procedure stent(subject device) prematurely deployed in wrong location at internal carotid artery(ica) terminus. No clinical consequences were reported to the patient due to this event.